Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level of 30 mmol/l and the doctor immediately corrected it. Customer stated that now their blood glucose level was normal. The insulin pump will not be returned for analysis.